Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break 11.3 cm from the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the outer conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an atrial pacing impedance measurement greater than 3000 ohms. A review of the device data identified a signal artifact monitor (sam) episode occurred prior to the lss. Additionally, there were inappropriately stored atrial tachycardia response (atr) events before and after the sam episode. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated device was included in the recent minute ventilation sensor signal oversensing advisory population. A revision procedure was performed and this atrial lead was removed from service and replaced. No additional adverse patient effects were reported.